Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0gkjj serial# implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the therapy had not been effective because his nerves were not responding to the stimulation anymore. He had very minimal stim in the bladder area and nerve was not functioning or working to any stimulation. Patient stated the leads were switched not too long ago and were put somewhere else. He was not feeling stimulation in the "third area" and added they "put it in the 4th area which is the last for the rectum and that is not working properly either now". He did not have feeling in his bladder and the nerves did not work. The nerves were not working properly. There was some sensitivity but as time went on ¿ there was no feeling¿. Patient confirmed there was nothing wrong with the system, the issue was his body not reacting to it. Patient wanted to speak to with the manufacturer representative (rep) about keeping the implantable neurostimulator (ins) in instead of removing and trying the therapy again at later period. Patient also reported he had a problems once before and another rep was there and then it hadn¿t happened for over a year or two later. Patient confirmed he referred problems as therapy was not being effective due to issue with nerves. Patient indicated he had a meeting with rep and healthcare provider (hcp) a day prior to this call but due to schedule error, rep was unable to come to appointment. There were no further complications that have been reported as a result of this event.